Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, when the device was set to 200 joules the energy output was only 160 joules. Then the device was set to 360 joules and the energy output was only 366 joules. The complainant indicated that there was no pt involvement in the reported failure.